Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? (B)(6) years old, male. Date and name of index surgical procedure? (B)(6) 2019. The diagnosis and indication for the index surgical procedure? No further information can be provided. On what tissue was the suture used? No further information can be provided. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No further information can be provided. Were there any pre-existing signs / symptoms of active infection prior to this surgical procedure? No further information can be provided. Did the patient receive any prophylactic antibiotics pre, intra- or post-operation? No further information can be provided. Were cultures performed? Results? No further information can be provided. Other relevant patient history / concomitant medications? No further information can be provided. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Biocompatibility issues / product quality / patient individual differences what is the patient¿s current status? Unk.

Event description:
It was reported that a (B)(6) year old male patient underwent a laceration of left forehead skin surgery on (B)(6) 2019 and suture was used. It was reported that the patient suffered from swelling, inflammation and infection three days after sewing in the surgery of plastic suture of irregular full-thickness laceration of left forehead skin. The suture was removed and the wound was washed with 0.9% sodium chloride injection and hydrogen peroxide solution. The suppurative tissue was removed and the wound was rinsed with iodophor to disinfect and kangfuxin solution, and the wound was bandaged. The wound was dressed twice a day, and the emergency intravenous drip of antibiotics was given for symptomatic treatment. The patient's condition then changed for the better. Additional information has been requested.